Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Corrected fields - b6, b7, d10, h6 (health effect ¿ impact codes).updated fields - b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11.these parts were received with a reported unit failure of unit is leaking helium from the rescue cart. The failure analysis and testing department performed a visual inspection and found damage to cover, console which was bent and pushed in. Assy helium reservoir sustained damage to the 300 psi check valve (bent) caused by the cover being pushed in handle, rear became disengaged due to the cover being pushed in. The fat department did not observe any damage to tube assy pressure. The fat department is not able to test the assy helium reservoir due to the damage to the 300 psi check valve. The damage to the 300 psi check valve, is the cause of the helium leak, that the customer had reported. Please see attachment. Tube assy. Pressure passed testing. Retaining the parts in the fat dept. A getinge field service engineer (fse) arrived on site and verified the issue. The internal helium tank had a slow leak dropping 1 psi per 10 seconds. Found damage to the cover which caused the helium reservoir to be bent causing the small leak. The handle was also pushed against the pressure tube almost cutting it. Fse replaced the helium reservoir (d997-00-0565), pressure tubing (d004-00-0093), cover (d441-00-0194), and handle (d367-00-0114). The unit is no longer leaking and is holding helium pressure without any drop. Unit passed all calibrations and is cleared for clinical use.

Event description:
It was reported that during a routine testing prior to use, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium from inside the rescue cart. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.